Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings:a review of the pump¿s black box history showed that power reboots had occurred. The returned battery cap was intact; no damage was observed. The battery cap contact height and width measurements were found to be within the required specifications. During testing, the pump powered on to a blank display screen. The complaint that the pump was losing power intermittently was not able to be adequately investigated due to the blank display issue.